Event description:
Unit was explanted due to a report of telemetered impedance measurements varying. At explant pacer set screw found to be broken. No further injury or complications associated with the event.